Event description:
Patient with acute respiratory distress syndrome was being ventilated when the vent inop alarm was triggered and the unit stopped ventilating the patient. The patient was immediately bagged and was not compromised. The ventilator was exchanged with another. The patient was on flolan continuously. Oxygen saturation was maintained throughout. No patient compromise.biomed follow up: ran unit with received circuit on received settings for 24 hours. Unit worked properly. Checked error logs and nothing noted. The respiratory therapist reported to technician that the patient was on continuous flolan. This is known to clog filters and cause problems with the vent. Filters are to be changed every four hours and the filter read "changed at 0400" - time of occurrence was 1130. Respiratory therapy will address education issue at a department meeting.